Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range (oor) shock impedances on the right ventricular (rv) lead, measuring 151 ohms. Boston scientific technical services reviewed the latitude remote report and observed that impedances have been varying over the past year measuring from 90-160 ohms. There was no noise noted and pacing impedances were within range. Technical services recommended performing commanded shock testing. This ICD and rv lead remain in service. No adverse patient effects were reported.